Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through edwards lifesciences implant patient registry, approximately 2 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position, the valve was explanted due to an unknown cause. A 25mm surgical valve was implanted in the aortic position.

Manufacturer narrative:
A supplemental MDR is being submitted to retract the previously reported event. Sections b4, b5, g3, g6, h2, h6: health effect - clinical code and h11 have been updated. According to the medical records provided, the valve was explanted due to prosthetic valve endocarditis and aortic root abscess, causing a paravalvular leak. The bacteria was identified as e. Faecalis bacteremia. The pathology report of the explanted valve revealed vegetation associated with inflammation and necrosis, positive for bacterial forms (coccal) and tissue gram stain highlights few bacterial forms (indeterminate). According to the internal sterilization information review, microorganisms including the one characterized from the endocarditis incident are demonstrated to be rapidly inactivated and could not survive in either edwards' multi-stage processing or the ethylene oxide terminal sterilization process. Edwards lifesciences provides sterile tissue bioprostheses to customers with a carefully designed robust sterilization process for which the efficacy has been demonstrated consistently and which provides a significant safety factor. It can be concluded that the 9755rsl model valve, as supplied by edwards lifesciences, would not be the source of the characterized isolates from the infection. Medical records revealed that the thv was explanted to treat early endocarditis. In early cases of prosthetic endocarditis, subsequent infections may be related to contamination at the time of surgery (poor sterile technique). Additional causes of early pve can occur from other sources of infection and not from the valve (e.g., dental treatment or surgical procedures involving the upper respiratory tract, utis, pneumonia). The information available does not suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the patient's endocarditis. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edwards device. Should additional information become available, it will be reviewed, and the file updated accordingly. Therefore, the valve explant event is no longer considered FDA reportable.